Event description:
1 45 into the treatment, the pt c/o chest pain - bp 130/70 put in 02 at 3l - given 2 ntg. Chest pain not resolved -radisting to l shoulder - bp 170/100 - dr. Called dialysis term. Blood not returned. Transported to hosp. Hr 72 + reg. Blood work drawn at hosp hemolyzed. The machine was checked and no prob found. The facility noticed a bend in the venous line between dialyzer and venous chamber. The facility does not believe that the bend was bad enough to cause hemoloysis. The pt was since had his gall bladder removed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.